Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject occlusion balloon was inserted at the right internal carotid artery (ica), however the subject balloon could not be inflated and the guidewire was not moving properly. Upon withdrawal it was noted that the guidewire was locked inside the subject balloon. The subject balloon was also noted to burst. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the balloon catheter proximal shaft was noted to be kinked/bent 51cm from the hub. The micromachined tube was noted to be broken by the proximal marker band. There were no other visual anomalies noted to the device. During functional inspection the device was flushed. An attempt was made to pass a demonstration guide wire through the device, but resistance was met at the broken section of the micromachined tube. The demonstration guidewire was passed through the distal tip, and the balloon was inflated and deflated without difficulty. No leaks were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Analysis of the returned device found the balloon catheter proximal shaft was kinked/bent 51cm from the hub and the micromachined tube was noted to be broken by the proximal marker band which indicates a significant force was applied most likely during advancement/retraction of the guidewire during the procedure. The device was flushed and an attempt was made to pass a demonstration guide wire through the device, but resistance was met at the broken section of the micromachined tube. The demonstration guidewire was passed through the distal tip, and the balloon was inflated and deflated without difficulty. No leaks were noted. Therefore, the reported events ¿balloon failed to inflate¿ and ¿balloon burst/ruptured during use¿ were not confirmed during product analysis. The analyzed events ¿balloon catheter kinked/bent¿, ¿balloon catheter broken/fractured during use¿ and ¿balloon or balloon catheter friction¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the subject occlusion balloon was inserted at the right internal carotid artery (ica), however the subject balloon could not be inflated and the guidewire was not moving properly. Upon withdrawal it was noted that the guidewire was locked inside the subject balloon. The subject balloon was also noted to burst. The procedure was completed successfully with no clinical consequences to the patient.